Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR), restricted anterior and posterior thin leaflets for a Mitraclip procedure. During the procedure, after grasping attempts, anterior leaflet was noted to be perforated. It was noted that there was difficulty grasping and capturing the leaflets. The final MR was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the cause of the reported difficult or delayed positioning (leaflet grasping and leaflet capture) was due to patient anatomy and coaptation gap, per the physician. The reported tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury, as listed in the MitraClip System Instructions for Use, is a known possible complication associated with MitraClip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.